Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at both solder joints. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken near the proximal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kinks, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken black lead wire, but the damage is consistent with the device experiencing forces that exceeded the lead wire's tensile strength.

Event description:
It was reported that a web device was removed from its corresponding pouch, electrical continuity was verified using the detachment system. This action resulted in the activation of a green light and a red light. The device was then advanced through the microcatheter. Once positioned, an attempt was made to detach it; however, the detachment could not be performed. Subsequently, the device and microsystems were withdrawn. The case was resolved with coils. The patient woke up in the hemodynamics unit in optimal condition and was transferred to the intensive care unit.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, the device has not yet been received by the manufacturer for evaluation. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a web device was was removed from its corresponding pouch, electrical continuity was verified using the detachment system. This action resulted in the activation of a green light and a red light. The device was then advanced through the microcatheter. Once positioned, an attempt was made to detach it; however, the detachment could not be performed. Subsequently, the device and microsystems were withdrawn. The case was resolved with coils. The patient woke up in the hemodynamics unit in optimal condition and was transferred to the intensive care unit.